Event description:
It was reported that the catheter broke off during an onyx embolization treatment procedure. The broken segment was successfully retrieved from the patient ensnare and atrieve retrieval device. Same event as MDR# 2029214-2012-00540.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).